Manufacturer narrative:
Evaluation summary - evaluation of the returned device indicated that the proximal end of the nylon flex-guide was heavily carved by the leaves of the garage tube, resulting in damage to the leaves of the garage tube, detachment of the nylon flex-guide, a bent control wire, and detachment of the exchange sheath. Carving of the nylon flex-guide by the garage leaves disrupted the deployment of the thumb advancer and the exchange sheath splitting process. Because the control wire was bent from flex-guide carving, the safety release mechanism could not retract the locator wings to remove the device. Based on the device evaluation, the probable root cause for the carving of the nylon flex-guide is due to a failure to maintain alignment between the tubeset and nylon flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset components to carve into the nylon flex-guide. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: unknown. Time of malfunction: unknown. Symptoms/ae: unknown. Abbott vascular received this device from the customer with the product experience reported as "device malfunction". The device was received in a state that appears to have been used for attempted arteriotomy closure. It is unknown how hemostasis was achieved; therefore, this is being conservatively reported for the potential failure to achieve hemostasis. Requests for additional information have been unsuccessful.